Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed and the analysis shows no trend for item. Package insert reviewed. No images or information regarding the lot number or use of the product was provided. No product-related issues can be isolated at this time and further investigation is not possible without return of the product.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This is the same event as 1043534-2011-00532, 00533, 00534, 00535.

Event description:
Allegedly revised due to a broken liner.